Event description:
It was reported that the bd needle eclipse 25x1 rb had a syringe needle connectivity issue. The following information was provided by the initial reported: material: 305761 batch#: 4116870. Verbatim: rcc received a complaint via email. Email(s) attached. Product problem report product information product code: 305761 product description: needle hypo 25 x 1in eclipse safety bx/100 lot/serial #: (B)(6) expiry date: unknown. Problem information product concern ticket number: (B)(4) date of incident: 03-jan-2025 concern description: the syringe disconnected from the needle. Occurrences: (B)(4). No adverse event reported.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of syringe needle connectivity issue was not confirmed upon inspection of the photos. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.